Event description:
Reported as "port leakage."

Manufacturer narrative:
Taper unk. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number and implant date. The info has not yet been received by allergan. The visual examination of the connector type associated with this report is pending. Allergan has received the product; however, the analysis has not been completed at this time. Further info from the reporter regarding the serial number and implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."